Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the reported "pump not recognizing a closed door." The device was found out of spec in relation to the reported symptom. A door not fully latched message was observed during power up and caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump was not recognizing a closed door. It was also reported that there was no pt involvement.